Event description:
When physician was removing drain, it snapped in half at the white part, leaving a portion of the drain in the pt's leg. The pt was returned to surgery for removal of the retained portion of the drain.